Event description:
Complainant alleged that the clinicians were setting up the device for use on a pt, but when the device was power-on, the display screen blanked out one to two seconds and then the screen returned to normal. The clinician then successfully monitored the pt's heart rhythm using this device. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that subsequent to the event, the facility's biomed engineering dept was unable to duplicate the reported problem.